Event description:
The extension was implanted and they were getting high impedence readings on the table. The extension had one of the silver screw connectors bent, so they explanted it within 15 minutes and replaced it. There was no patient injury. In recovery, the stimulation was good.

Manufacturer narrative:
The extension has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.